Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. (Gold).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.